Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were no problems with the system or therapy. The patient had gone in for a refill last friday and they were unable to access the reservoir. It was noted the pump was not flipped. It was thought that there was too much fat and the pump was too deep. They brought the patient in on (B)(6) 2018 and revised the pocket. They then created a new pocket above the existing one, since the previous had fallen low in the belly. It was confirmed the patient had been getting good efficacy. The patient was receiving 50 mcg/ml fentanyl at 24 mcg/day and 30 mg/ml bupivacaine at 14 mg/day. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was repositioned in a new pocket that was created above the existing one. It was reported that weight gain was the probable cause for the pump slipping lower in the pocket. No further information was reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6)2017, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was scheduled for a catheter revision on (B)(6) 2018. No further details were known. No further issues were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt determined the pump was used to deliver fentanyl 50mcg/ml at24.014mcg/day and bupivacaine 30mg/ml at 14.408mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that the pump was explanted on (B)(6) 2018 for pain pump malfunction. No further complications were reported or anticipated.